Event description:
The initial reporter received questionable elecsys acth test system results from 2 samples from the same patient on a cobas e 411 immunoassay analyzer. On sample ID (B)(6), the initial acth result was 4.85 pmol/l. The repeat result was 34.54 pmol/l. On sample ID (B)(6), the initial acth result was 4.77 pmol/l. The repeat result was 36.71 pmol/l. It is not known if the results were reported outside of the laboratory or which results were deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
On 15-aug-2022, the initial reporter received questionable elecsys ca 19-9 immunoassay results from 1 sample on the same cobas e 411 immunoassay analyzer. On 15-aug-2022, the initial ca 19-9 result was 221.8 pmol/l. On 16-aug-2022, the primary tube was repeated and the result was 3.31 pmol/l. An aliquot from the primary tube was repeated and the result was 3.20 pmol/l. The primary tube was repeated a second time and the result was 2.77 pmol/l. It is unknown if the ca 19-9 results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided. The field service engineer checked the system voltage, checked probe adjustments, checked power supply voltages, replaced a board, and performed system performance testing. The investigation found that the low acth results are consistent with a sample pipetting issue due to low sample volume and high sample probe detection voltage. The investigation also found that the high ca 19-9 result is consistent with sample contamination. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.